Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 880i synchron access clinical system (dxc 880i) was leaking blade washer fluid. Customer reported they noticed the leak when they observed clear liquid on the tops of the sample tube caps. Customer reported the leak was confined to the interior of the instrument. Customer indicated the volume of the leak was approximately 5 - 10 milliliters. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse determined line #118 was obstructed. The fse flushed the line with bleach. The fse did not observe any further leaks after flushing the line.

Manufacturer narrative:
(B)(4).